Event description:
New information received indicated that the right ventricular lead was explanted.

Event description:
New information indicated that the patient was stable before and after the procedure.

Event description:
It was reported that a notification was received for episodes of right ventricular (rv) over-sensing due to noise was detected on the rv lead. After further review of the episodes with the physician, the patient will be scheduled for an rv lead extraction and replacement. There were no adverse health consequences, the patient was stable.